Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: n/a. Customer reports: inpen app is not recording the exact doses dialed on inpen. Per visual inspection: injection foot, cap and dosing window are missing. Cartridge holder is cracked. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. The injection button was removed and small amount of dust / debris was found under the dose button or dose knob. During deconstructive analysis flex pcba detached from encoder base causing the entire electronic sliding out of the dose knob. Therefore, unable to find the root cause of communication anomaly. Inpen received without cap or injection foot and with cartridge holder is physically damaged. Physically damaged injection foot and cartridge holder can affect insulin delivery. During deconstructive analysis flex pcba detached from encoder base causing the entire electronic sliding out of the dose knob. Therefore, the customer complaint of inpen app not recording the exact doses dialed on inpen was undetermined due to communication anomaly. However, unable to find the root cause of communication anomaly due to flex pcba detached from encoder base causing the entire electronic sliding out of the dose knob. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer noticed the inpen had inaccuracy dose log. No harm requiring medical intervention was reported. Troubleshooting was performed and the intended dose amount and dose amount recorded in the inpen app (logbook or home screen) was greater than 1.0 unit. Customer will discontinue to use the device. The inpen will be returned for analysis.